Manufacturer narrative:
MDR 3003442380-2024-01443 - device 2 of 2.

Event description:
Unomedical reference number (B)(4) event occurred in puerto rico on (B)(6) 2024, it was reported that patient faced two infusion set cannula was bent, this happened on the same day after insertion. The insertion site was at arm. No further information available.